Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was variable. Rv capture management weekly trend data shows threshold varying from 0.875v minimum up to a 3.375v maximum. Average measurement week of (B)(6) 2016 was 2.68v and increased to average of 3.125v week of (B)(6) 2016.

Event description:
It was reported that the threshold on the leadless implantable pulse generator (ipg) increased since implant. The ipg was reprogrammed to increase the output on the device and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.